Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via a 12fr sheath hole prior to a cryoablation procedure. Reportedly, post-procedure, once the knot of the proglide device was advanced, there was still bleeding. A figure-8 suture was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.